Manufacturer narrative:
Analysis results: the charger was sent to the supplier for further investigation. The supplier report indicated a component u5001 was leakage.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
D4: device serial number was identified and updated during analysis. H4: device manufacture date was identified and updated during analysis. Analysis results: the root cause of the customer¿s complaint was a burned charger. The charger will be sent to the vendor for further investigation.

Manufacturer narrative:
The event date is approximate. The diamondclean charger is an accessory to the diamondclean power toothbrush system. The device serial numbers or manufacturing numbers were not provided.

Event description:
A consumer reported that the diamondclean charger of their diamondclean power toothbrush system base sparked and blew and caused a hole on counter top. No injuries were reported.